Manufacturer narrative:
Patient-information a4. Weight is unknown at the time of this MDR writing. Investigation: the product with event logs were received and the investigation was completed. Product history review noted there were no issues related to the complaint discovered when reviewing the product history of console. Data analysis: on the complaint date logs confirmed the reported failure mode given there was a controller error alarm triggered during the clinical procedure. Rt logs confirmed that all signals received from optical bench (placement, signal not reliable, contrast, lamp, gain) are represented as -16384 values due to the error. Device analysis: the console was tested, and the root cause of the controller error and the loss of placement signal is due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets. However, the aic software operated as designed.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp for mechanical circulatory support. During this support, the automated impella controller demonstrated a position waveform issue and returned to normal after monitoring. The aic was replaced when the patient was upgraded to an impella 5.5 device. There was no harm to the patient as a result of this event.